Manufacturer narrative:
The reported device has not yet been returned. An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. Manufacturer reference #: (B)(4).

Event description:
On (B)(6) 2026, it was reported by (B)(6) from daybreak that the 44-year-old, female patient had tmj. Every morning since patient started wearing the device, on (B)(6) 2026, she has woken up in pain but she alleged one morning she woke up and her left jaw was stuck, and she could not open mouth all the way. The patient went to the dentist and scans confirmed she dislocated her jaw. Patient had to go to an emergency dentist, and they sedated her and popped her jaw back into the joint. The patient was cancelled and refunded. She will be sending the device back. The patient stopped wearing the device on (B)(6) 2026.